Manufacturer narrative:
Correction: the date of event has been provided by the customer. The following information has been updated: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that the bd precisionglide¿ needle's old label stated it was a "22gx 1.5 x 30mm" on the side tab, and "22gx 1.5 x 40mm" beneath the brand name. However, the new label showed it as a "22gx 1.5 x 40mm" without the side tab labeling. This was noticed before use in lot# 9078977. The following information was provided by the initial reporter: "we received in lot (9078977) and your description states they are 22gx 1.5 x 40mm, however, the tab is stating they are 22g x 1.5" x 30mm. In the attachments, second one is now showing your new labeling without the tab. So going forward, only one size listed. We did not notice this at qa inspection, however, caught on the production floor so I have a total of (B)(4) units of lot 9078977".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 1990 samples were received. They all came in sealed packaging blisters. The top web shows the graphics dg34602. Where the description shows a 22g x 1 ½ (0.7mm x 40mm) at the center and at one edge has a perpendicular black strip with white text stating 22g x 1 ½ (0.7 mm x 30mm). Information in the graphics are not consistent. New graphics have been released. Dg34604 are not active and do not have this problem. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9078977 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: information in the graphics are not consistent. New graphics have been released. Dg34604 are not active and do not have this problem. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle's old label stated it was a "22gx 1.5 x 30mm" on the side tab, and "22gx 1.5 x 40mm" beneath the brand name. However, the new label showed it as a "22gx 1.5 x 40mm" without the side tab labeling. This was noticed before use in lot# 9078977. The following information was provided by the initial reporter: "we received in lot (9078977) and your description states they are 22gx 1.5 x 40mm, however, the tab is stating they are 22g x 1.5" x 30mm. In the attachments, second one is now showing your new labeling without the tab. So going forward, only one size listed. We did not notice this at qa inspection, however, caught on the production floor so I have a total of 3,368 units of lot 9078977."